Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Date of event onset: (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 after right craniotomy for subdural hematoma. The patient denied fall/syncope prior to admission. The patient is off of anticoagulation. A no external power/low voltage alarm was noted on (B)(6) 2020 and the patient reported that his battery source was disconnected at the time of that incident. There was also a nick on the black controller cable which was repaired with rescue tape. There were no other unusual events seen in the log. The patient was restarted on asa and coumadin and was discharged on (B)(6) 2020.